Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address dislocation. Doi: (B)(6) 2013; dor: (B)(6) 2013 (left hip). Update (B)(4) 2013 - patient's revision records were received. Records indicate upon revision the patient's cup was found to be in neutral anteversion. The cup is being added to the complaint. Doi cup: (B)(6) 2010; dor cup: (B)(6) 2013. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a lot specific complaint database search was not possible for the liner or head as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Operative records were obtained. It appears the depuy devices were used in conjunction with competitor's femoral stem. This use of depuy devices is not recommended and is considered off label use. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address dislocation. **update** (B)(4) 2013 - patient's revision records were received. Records indicate upon revision the patient's cup was found to be in neutral anteversion. The cup is being added to the complaint. Doi cup: (B)(6) 2010. Dor cup: (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.